Event description:
At approximately 1140 on (B)(6) 26, a curaplex® curaslide¿ bc safety IV catheter with blood control, 18ga x 1.25in, was initiated on the patient. The package was opened by the provider and when the provider went to remove the cap of the needle, it came off as usual, but it sounded different. Rather than the typical click sound it usually makes, it felt like there was a double click, or potentially a crack of some kind. The provider thoroughly examined the needle prior to venipuncture and there was no obvious issue noted to the structural integrity of the needle, housing, or catheter. The provider performed the venipuncture with appropriate flash in the chamber and advanced the catheter per standard procedure. The provider held tamponade (though these catheters self-tamponade) and attempted to attach the saline-primed extension set. The provider was unable to get the extension set to attach to the catheter, as it would not enter the catheter hub space. Upon further examination, the provider noticed that the catheter hub was entirely occluded with plastic. (Report number: mw5186061).

Manufacturer narrative:
At approximately 1140 on (B)(6) 2026, a curaplex® curaslide¿ bc safety IV catheter with blood control, 18ga x 1.25in, was initiated on the patient. The package was opened by the provider and when the provider went to remove the cap of the needle, it came off as usual, but it sounded different. Rather than the typical click sound it usually makes, it felt like there was a double click, or potentially a crack of some kind. The provider thoroughly examined the needle prior to venipuncture and there was no obvious issue noted to the structural integrity of the needle, housing, or catheter. The provider performed the venipuncture with appropriate flash in the chamber, and advanced the catheter per standard procedure. The provider held tamponade (though these catheters self-tamponade) and attempted to attach the saline-primed extension set. The provider was unable to get the extension set to attach to the catheter, as it would not enter the catheter hub space. Upon further examination, the provider noticed that the catheter hub was entirely occluded with plastic. Investigation of retain samples from the same lot number is pending.